Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit a new conclusion code and associated manufacturer narrative.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the non-boston scientific right atrial (ra) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Once in the unipolar configuration there was noise and oversensing on the ra lead that was likely due to myopotentials. The ra lead was reprogrammed to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.